Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that during phaco mode of a dense cataract removal, the system did not build vacuum. The mode was switched to irrigation/aspiration, but the problem persisted. They exchanged the system and completed the case with no harm or injury to the pt.